Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 162 mg/dl. The customer's expected fasting blood glucose test result range is 76 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 109 mg/dl using truemetrix meter. The customer was unable to get a second sample large enough to test and did not want to try again. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). Memory concerns:162 mg/dl. The customer states the meter is giving her high results. The meters' date and time have not been set correctly. The customer was unable to get a second sample large enough to test and did not want to try again.

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 162 mg/dl. The customer's expected fasting blood glucose test result range is 76 - 105 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a blood test was performed by the customer non-fasting and produced test result of 109 mg/dl using truemetrix meter. The customer was unable to get a second sample large enough to test and did not want to try again. The product is stored according to specification. The test strip lot manufacturer's expiration date is 04/19/2018 and open vial date is (B)(6) 2017. The meter memory was reviewed for previous test result history (date/time not set): (B)(6). The customer states the meter is giving her high results. The meters' date and time have not been set correctly. The customer was unable to get a second sample large enough to test and did not want to try again.